Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented with a telemetry anomaly on the implantable cardioverter defibrillator. The device could not communicate via radiofrequency telemetry. A firmware download was performed which restored normal function. The patient would continue to be monitored.